Event description:
While soliciting product performance feedback from the patient, the device manufacturer learned of a device migration event. The patient stated that he went to the emergency room in 2008 unable to urinate. The ER physician inserted a catheter without removing the spanner, thereby pushing the device into the patient's bladder. The device was initially positioned on the previous month and removed via cystoscopy on twenty two days after the original date. No patient injury was reported. Indication for use is post e-beam treatment for prostate cancer.

Manufacturer narrative:
The device was not returned for evaluation. A review of device history records (DHR) for the relevant spanner lot revealed no indication that the device used did not meet specifications. This form FDA 3500a is being submitted after the required 30-day time frame in response to recent interactions between abbeymoor, the FDA local district office, and the FDA reporting systems monitoring branch in which migration events with cystoscopic removal were deemed MDR reportable. (Abbeymoor initially determined that the MDR was not required for this event based on results of a clinician-based risk assessment).